Manufacturer narrative:
Device received with detached end cap. Unable to perform functional testing including the displacement, rewind, basic occlusion, occlusion, prime rewind and excessive no delivery test due to detached end cap. The drive support disk was inspected and no anomaly noted. Insulin pump received with cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported via phone call that the drive support cap fell off. The customer¿s blood glucose level was 170 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.